Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with high ketone levels; cause was due to a malfunction alarm. Customer administered a manual injection to address bg level. Reportedly, customer was waiting to speak to a doctor. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.